Event description:
It was reported the patient's blood glucose level (bg) rose to around 350 mg/dl while wearing the pod between 4 and 24 hours. The pods adhesive reportedly started to peeling away (arm), causing the cannula to dislodge. As treatment, the patients father was able to apply a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Download data from the returned device contained no hazard alarms, timeouts, or drive stalls. The download data shows a quick rotational sensor abnormality was observed around pulse 85. This did not generate an alarm or suspend insulin delivery during pod operation and was not replicated during the rest of operation. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.